Manufacturer narrative:
The investigation determined that the service actions resolved the issue.

Manufacturer narrative:
The sodium electrode lot number was 31253647. The chloride electrode lot number was 31254147. The expiration dates were not provided. The customer found salt bridge buildup on the mixtower. The field service engineer found that there was a missing o-ring in the mixing tower. He replaced the o-ring and performed ise primes, purges, and conditioning. Calibration and qc were performed and were within limits. The investigation is ongoing.

Event description:
There was an allegation of questionable results from the cobas integra 400 plus analyzer. The initial sodium result was 221.4 mmol/l, and the repeat result was 131.6 mmol/l. The initial chloride result was 196.9 mmol/l, and the repeat result was 97.1 mmol/l. The questionable results were not reported outside of the laboratory. The repeat results were believed to be correct.